Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A replace sensor error message was reported with the adc device with the iphone ios operating system version 16.5 and customer was unable to obtain readings. As a result, customer experienced loss of consciousness and no third-party treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation was performed on the reported complaint and determined that there were no issues with the freestyle librelink application that would have led to the complaint. The customer reported that replace sensor error messages showing when sensor scanned with the freestyle librelink application. Attempts to reproduce the issue using similar configuration and was not able to reproduce the complaint. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A replace sensor error message was reported with the adc device with the iphone ios operating system version 16.5 and customer was unable to obtain readings. As a result, customer experienced loss of consciousness and no third-party treatment was reported. There was no report of death or permanent impairment associated with this event.